Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(6), model: sc-2218-50, serial: (B)(6), batch: 7078715.

Event description:
It was reported that the patient was having increased pain and loss of stimulation. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. Explanted lead was discarded.